Manufacturer narrative:
This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the device was explanted due to infection.the device was explanted (B)(6), 2011. It is unknown if the patient has been reimplanted with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.